Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2218-50, serial #:(B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient¿s anchor was causing discomfort. The patient underwent a revision wherein the suture sleeve was repositioned. The patient was doing well postoperatively.